Event description:
It was reported that while squatting down at home, fractured the femoral (prosthetic) head. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.